Manufacturer narrative:
(B)(4).

Event description:
It was reported the kit was labeled with cdc-42703-p1a (16cm) catheter, had a 20cm catheter in it and no 16cm catheter. The issue was detected after the catheter was placed when reviewing the x-ray. The provider had to pull the cvc back and have about 5cm of catheter sticking out. The catheter was inserted in the right ij. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported the kit was labeled with cdc-42703-p1a (16cm) catheter, had a 20cm catheter in it and no 16cm catheter. The issue was detected after the catheter was placed when reviewing the x-ray. The provider had to pull the cvc back and have about 5cm of catheter sticking out. The catheter was inserted in the right ij. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.